Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Event date: unknown. Additional device product code is hwc. (Therapy date): date of implant is unknown and was reported only as approximately six weeks prior to (B)(6) 2016. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: dec 14, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The subject device has been received and is currently undergoing the investigation process. The investigation results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed due to broken humeral plates on (B)(6) 2016. The patient underwent a procedure to repair a left humeral fracture on an unknown date approximately six weeks prior to the revision. Upon follow-up at the surgeon's office on an unknown date, that one of the plates had broken. It was then discovered that the other plate had broken. The revision procedure included the removal of the two broken plates and intact screws. The fracture was re-plated with two new plates, one being a thicker size. The procedure was completed successfully with the patient in stable condition. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject devices 2.7mm/3.5mm va-lcp medl dstl humerus plate 4h/lt/108mm-long (part # 02.117.504, lot # 9763428) and 2.7mm/3.5mm va-lcp postlat dstl hum plate 7h/lt/127mm-long (part # 02.117.307, lot # 8245684). The subject devices were returned with the complaint condition stating that a revision was performed due to broken humeral plates on (B)(6) 2016. The patient underwent a procedure to repair a left humerus fracture six weeks prior to the revision. Upon follow-up at the surgeon's office, it was discovered that one of the plates had broken. It was then discovered that the other plate had broken. The revision procedure included the removal of the broken plates and intact screws. The fracture was replated with two new plates, one being a thicker size. The procedure was completed successfully with the patient in stable condition. The 2 returned plates were examined and the complaint condition was able to be confirmed as both were found to be broken into two segments. Whether this complaint can be replicated is not applicable as the plates already broke post operatively. The 2.7mm/3.5mm va-lcp postlat dstl hum plate 7h/lt/127mm-long (02.117.307) was fractured at the elongated combi hole. Additional witness marks (scratches, nicks) were noted on the implant consistent with implantation and explantation. The 2.7mm/3.5mm va-lcp medl dstl humerus plate 4h/lt/108mm-long (02.117.504) was fractured at the elongated combi hole. Additional witness marks (scratches, nicks) were noted on the implant consistent with implantation and explantation. The distal humeral plates (02.117.xxx) are implants of the 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) elbow system and are indicated for the following uses: intra-articular fractures, comminuted supracondylar fractures, osteotomies, malunions and nonunions of the distal humerus for patients with fused growth plates. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Relevant drawings for the returned implants were reviewed. No definitive root cause was able to be determined. Most likely due to early excessive load prior to sufficient bone healing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.